Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented approximately 1.5 years post-op with an unknown issue. The physician elected to convert the patient to open surgical repair and explant the stent graft. The patient expired a few hours following the open repair due of multi-organ failure.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The off-label condition of no abdominal aortic aneurysm may have contributed to this event. The final patient disposition was expired, reportedly due to multi-system organ failure. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).